Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported that starting five to six months ago they started having trouble ¿connecting to their back¿ and were having a lot of pain where the implantable neurostimulator (ins) was. The consumer felt like something was ¿shorting out,¿ and it took them a long time to charge. No traumas or falls were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information pertaining to manufacturer¿s report # 3004209178-2016-14452 and # 3004209178-2017-25936 will now be captured in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had been charging too often starting around (B)(6) 2015. They used to charge once a week, but now it only lasts a couple of days, and the battery had been depleting faster than it used to. The patient had recently been reprogrammed and switched to a new group and needed to increase parameters. Additionally, it was noted that the patient¿s weight at the time of the installation of the stimulator was about (B)(6) and now the patient weighs (B)(6) or less. Since he lost weight, while he was driving, his implant would bother him. The device was hitting him right in the back, and he had to make as mall pillow to put in between him and the seat. He can only drive for 45 minutes before it starts hurting, and he felt like something wasn't right back there. Additional information received on 2017-nov-27 reported that the patient was experiencing pain and shocking at the implantable neurostimulator site (right side buttock area). The patient also mentioned that he can't sleep on it which was clarified to mean that he changes position and uses a cushion to minimize the pain and shocking that he experiences. It was noted that the circumstances that led to the shocking at the implant site were device programming and physical change of sleep habits as well as driving. The steps taken to resolve the pain and shocking at the implant site have been to use cushion and sponge for soft cover. The pain and shocking at the implant site has not been resolved. The stimulator has a short circuit inside and seems to shock and pains. They are unable to turn it on and off sometimes and once it is on, the adjustment of intensity works good. They are able to charge. There is more pain near the battery pack, it shocks very little, and the adjustments are okay, but turning it on is an issue. The patient has notified their physician regarding the pain and shocking at the implant site, and the patient reported that the doctors were asking for a battery change. The patient also mentioned that he was told that the implantable neurostimulator will need to be replaced after seven years of use; however, longevity information was reviewed with the patient, and the patient had not yet received any elective replacement indicator message. There were no further complications reported.